Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the light source was not working and that it was showing low light intensity during inspection for use involving an olympus xenon light source. There was no patient injury reported.